Event description:
It was reported that the insulin pump alarmed during the prime process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to prime anomaly. Motor passed motor test. No unexpected error during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.